Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker under sensed atrial fibrillation which resulted in inappropriate low voltage output. Programming changes were made. There were no patient consequences.